Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer reloaded a new cartridge to resume insulin, resolving the issue.